Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc, act, up and down buttons due to corroded keypad traces. It was unable to perform the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. He removed and reinserted the battery but alarm is recurring. The customer stated the insulin pump might have gotten exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.